Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the running suture broke half way through and the second suture did the same thing when closing. Another suture was used to complete the case.